Manufacturer narrative:
The pump gave a button error alarm due to moisture damage on the keypad traces. The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error with their insulin pump and high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer treated the high with manual injections. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.